Event description:
During device evaluation and servicing of the autopulse platform ((B)(6)), the platform failed functional testing upon powering up due to user advisory (ua) 45 (not at "home" position after power-on/restart). No patient involvement.

Manufacturer narrative:
The customer had sent the autopulse platform (sn (B)(6)) to zoll for evaluation. During servicing of the autopulse platform, the device failed functional testing upon powering up due to user advisory (ua) 45 (not at "home" position after power-on/restart). The root cause of the noted ua45 advisory message was that the driveshaft was not in "home" position, most likely attributed to unintended user error. The driveshaft was rotated to "home" position to remedy the fault. Subsequently, the autopulse was subjected to a run-in test using instrumented manikin and large resuscitation test fixture (lrtf) for approximately 15 minutes each, and the platform passed the tests without any issues. A user advisory is normally a clearable error message, and it is designed into the autopulse platform to alert the operator that autopulse has detected one of several conditions. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its home position when the autopulse is powered on, a user advisory (45) will occur. This user advisory will persist until the driveshaft is returned to its home position. To clear a user advisory (45), pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its home position), and then restart. During visual inspection, the customer's original reported issue of multiple cracks on the housing of the autopulse platform was verified. Based on the pictures provided by the zoll service team, the front and bottom enclosures were scratched, cracked, and chipped at multiple locations. Additionally, the top cover was heavily broken. The observed physical damages appeared to be the characteristics of harsh impacts due to user mishandling. To address the observed issues, all the damaged covers were replaced. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaint reported for autopulse platform with serial number (B)(6).

Manufacturer narrative:
**UDI related data quality updates only**.